Manufacturer narrative:
B1. Product problem should have been selected. H1. Malfunction should have been selected.

Event description:
The explanted products were received for analysis. Product analysis of the generator revealed that high impedance was seen earlier than previously reported. Product analysis of the lead was performed. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
The patient had picked out their lead which resulted in the lead migrating. This resulted in a full revision. A returned product form was received for the explanted devices stating pt ripped out of body + broke;. The explanted generator and lead have been received by the manufacturer. No other relevant information has been received to date.

Manufacturer narrative:
H10: f10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.